Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mobile meter and same test cassette. Results taken within ten minutes: 4,8 mmol/l vs. 10,1 mmol/l. Customer has already disposed the test cassette, lot information is no longer available. No adverse event alleged.